Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized for few hours on (B)(6) 2024 due to bent cannula. The blood glucose level was 480 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. No further information.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united arab emirates.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated for the malfunction non-product related event due to prior clinical circumstances, improper product selection/treatment method, according to clinical history of customer (e.g., history of allergic reactions, continuing use despite known issue(s) when using the set). The batch 6001292 in question was manufactured at the reynosa site. Complaint investigations. Photo/sample was not provided. The reference samples for batch 6001292 were previously tested in complaint (B)(4) on 11/jun/2025 test results: visual test according to work instruction (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR)review: packing of quick set. The lot 6001292 was packaging according to the wi version 61, in the line inset 8, on 14/may/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 08/aug/2025 against malfunction non product related event due to prior clinical circumstances, improper product selection/treatment method, according to clinical history of the costumer (e.g., history of allergic reactions, continuing use despite known issue(s) when using the set) and lot 6001292 and another one complaint has been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, another one complaint has been registered in database for the same lot and malfunction code., no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.